Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit boards (pcbs) were replaced to resolve the issue. Additionally, software upgrades were also reinstalled. The system was tested and found to meet product specifications. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was manufactured on (B)(4) 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcbs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system restarted itself during a cataract extraction with intraocular lens (iol). After restarting the procedure was completed with no harm to the patient.